Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the implanted neurostimulator (ins). The rep reported that at the conclusion of a CT myelogram patient had full body stiffness and some shocking. Patient reports the stimulation to the devices were turned off after the scan. Patient also reported warmth at both ins sites after the scan. Patient experienced pain at the ins site. Rep reported there was also a difficult communication issue, the controller would not communicate with the ins it was previously connected to. Recharger cable was attached and re-paired with ins. Patient is now able to control ins and recharge as needed. Impedances were within normal limits and the stimulation patterns are the same as they were before the scan. Rep reported that the cause of the issues is not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.